Event description:
It was reported that the patient received an insulin set expiration alert on the ilet, did not act on it, later experienced hyperglycemia, and noted the infusion set insertion was painful; the patient had also been disconnected from the pump longer than usual after a shower. Symptoms included elevated blood glucose with a reported peak of 355 mg/dl. Outcomes included approximately six hours above target range without use of backup therapy and without medical intervention. Investigation included user interview and review of device use conditions. Investigation of this case revealed that insulin delivery continues during the set expiration alert and that a prolonged disconnection and a potentially compromised infusion site were plausible contributors, though the exact cause remained undetermined. It was concluded that the event involved hyperglycemia with cause unclear, and the user was advised to contact customer care for troubleshooting if a similar situation occurs. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.